Manufacturer narrative:
Date received by MFR: 08aug2019. Date of report: 27aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician reviewed the test set up with the customer and found that there was a leak in the test circuit at the test lung. The customer fixed the leak and the unit passed testing without auto-cycling or declaring any alarms. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit auto-cycled during performance verification testing, when pressure was increased the unit auto-cycled and one point and gave a high rate alarm. There was no patient involvement.